Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycled power off and on to a system error 2367, cycled power off and on to press go to start prompt. The tsr explained the alarms and the hp stated there was no sign of any leaks and they did not disconnect. There were no spare lines clamps and all bag were connected ok. The tsr explained to discard all supplies and to report the alarms to the nurse, the next morning. The hp would finish tonight's therapy manually. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated there was nothing reported to him that may have caused the alarm and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.